Manufacturer narrative:
Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the emitter is displaying an error and is not producing a field. They placed the emitter on a different system and it functioned normally.